Event description:
A secondary tylenol infusion was connected to a primary IV with 250ml of normal saline. The secondary tylenol tubing was unclamped and the rate set at 300ml/hr. The tylenol solution flowed into the drip chamber of the primary normal saline infusion. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.